Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
During the catheter implant procedure, after the catheter was placed, when they removed the needle, it was thought that the needle may have cut the catheter. They cut off the damaged segment and replaced that portion. Once hooked up, the system was functioning properly. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen.